Event description:
Caller reported an alarm indicating a possible occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to disconnect tubing and perform troubleshooting steps, but declined due to a cartridge alarm. Instead, customer decided to change supplies and resumed insulin therapy.